Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim with discolored text. Evaluation also revealed evidence of contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the display screen was found to be dim with discolored text. During investigation, the keypad cover was removed and there was evidence of contamination found under all of the button contacts. Unrelated to the complaint, evaluation revealed that the audio bolus button was missing from pump. All of the keypad buttons were found to respond appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).